Event description:
It was reported that during the implant procedure, the right atrial lead exhibited intermittent sensing. The lead could not be removed and was capped. A new lead was implanted. The patients medical condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.